Event description:
Complainant alleged that the device powered up with only a green dot in the middle of the display. Complainant did not indicate that there was any patient involvement in the reported malfunction.